Manufacturer narrative:
If implanted, give date: 2008. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, restenosis occurred. The lesion was located in a moderately tortuous mid to distal left anterior descending (lad) artery. A taxus liberte stent was implanted. In (B)(6) 2011 the patient experienced 90% instent restenosis of the mid to distal lad. The lesion was mildly calcified. An nc quantum apex balloon was advanced and inflated three times to 12-18atms for 30-60 seconds with each inflation. A 2.5x8mm promus stent was advanced but was unable to cross. A 2.5x8mm non-bsc stent was then advanced and deployed in the distal lad at 14atms for 45 seconds. Medications received during the procedure included heparin and nitroglycerin. There were no patient complications reported.

Event description:
It was further reported that 3 years after the taxus liberte was implanted the patient returned to the cath lab with angina pectoris, positive spect scan for ischemia in apical wall. A non-bsc 6fr. 3.5 guide catheter was introduced over the wire then a non-bsc guide wire was inserted. A 2.5mm x 12mm nc quantum apex rx balloon was inserted into the distal left anterior descending (lad) and inflated to 16 atmospheres for 60 seconds. The balloon was inflated a second time to 12 atmospheres for 30 seconds. Then the balloon was inflated a third time to 18atmospheres for 60 seconds. After a promus did not cross, a 2.5x8mm non-bsc stent was inserted and this did cross. The stent was deployed and post-dilated to 14 atmospheres for 45 seconds in the distal left anterior descending (lad). After placing the 2.5x8mm stent tmi3 flow was established with 0% residual stenosis. The patient was discharged with no complications.

Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).